Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was hospitalized due to low blood glucose. The customer's blood glucose was 23 mg/dl at the time of the admission. The customer's mother stated that doctor told them they messed up one of the settings and the insulin pump was giving too much insulin that caused the low blood glucose. The customer's mother stated that the doctor adjusted the insulin pump settings and the blood glucose was back to normal. The time of the hospitalization was 5am and the date of the hospitalization was (B)(6). The customer's mother declined to be transferred to the help line. The insulin pump will not be returned for analysis.